Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the pfna blade l 95 mm was not locking. During the surgery, the pfna blade mounted well onto the blade inserter but, after reaching its final position, the blade would not lock. The blade was replaced to complete the procedure. There was a surgical delay of fifteen (15) minutes. Concomitant devices reported: unknown blade inserter (part# unknown, lot# unknown, quantity# 1). This report is for one (1) pfna-ii blade l95 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the complaint device pfna-ii blade l95 tan (product code: 04.027.054s, lot number: l330409) was returned to cq west chester for investigation. The pfna was not locked properly and the locking portion of the blade was not flush with the outer sleeve of the blade. The blade also had multiple scratches on its surface which might have happened during implantation. Functional test: the driver was not returned with a mating device to evaluate the complaint condition. But the blade was only partially locked/unlocked and could not be fully locked/unlocked. The complaint cannot be replicated as a functional test was not performed. Dimensional inspection: complaint relevant dimension could not be measured without the destruction of the device. Document/specification review: based on the date of manufacture, the current and manufactured to version of drawing were reviewed. Yes, the complaint condition can be confirmed during physical device investigation. Conclusion: the device was not returned with a mating device to evaluate the complaint condition but the returned condition of the device indicate that there were some issues in locking and unlocking the blade. Hence, the complaint was confirmed. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part #: 04.027.054s, lot #: l330409, manufacturing site: werk bettlach , supplier: n/a, release to warehouse date: 08 mar 2017, expiration date: n/a. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.